Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed a remote investigation. The customer was instructed to reseat both the interconnect cable and the systems interface pcb. The system was tested and found to be working as intended and put back into service.